Event description:
End user's spouse alleges end user was operating the motorized wheelchair in the roadway at 1:00 am and was struck by a motor vehicle.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the end user's spouse and newspaper article, the end user was operating the motorized wheelchair at night, in the roadway, when he was struck by a motor vehicle. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules." "Cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts." "Cross the road by the most direct route."